Event description:
O2-resq disposable CPAP system by pulmodyne distributed through (B)(4). The existing product is defective: the o2 line going into the filter was not seeded deep enough into the filter causing an air leak, decreasing the air flow that went to the pt. At (B)(6) medical transportation we found 2 lot numbers with the bad product that will be recalled on the national level in case those 2 lot numbers went to other areas across the state. The CPAP system is o2resq system bad lot number 1 is 3037035x110513. Bad lot number 2 is 3037035x110624. Dates of use: (B)(6) 2012.